Event description:
The customer reported to beckman coulter (bec) that there was a clear leak (about 1ml) coming from tubing just above the blood sampling valve (bsv) on the coulter lh 500 hematology analyzer and onto the counter. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The operator was wearing gloves, goggles, and a laboratory coat. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No patient results were affected. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse found tubing on top of the primary aspirate pump loose and leaking fluid. The fse replaced the loose tubing and tightened nut on the primary aspirate pump. The fse also adjusted 60 psi to specifications for out of range errors during a startup. Failure mode: loose tubing on the primary aspiration pump. (B)(4).